Manufacturer narrative:
Infusion site pain and discomfort were reported by the patient, but are not addressed in this report. Infusion sets are required for the use of the remunity pump, but are not manufactured or distributed by millyard advanced medical products, llc, for use with the device. No remunity pumps or cassettes were returned for investigation to rule out contribution to the reported event; however, an issue with the infusion set or at the infusion site could also have led to the reported remunity alarms.

Event description:
An initial event notification was received by united therapeutics drug safety on 18-aug-2025 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc, on 19-aug-2025. The patient's spouse reported that remunity pump (B)(6) alarmed to disconnect from the pump. After troubleshooting and restarting the pump, a cassette problem alarm was received. The patient was without remodulin for approximately 1.5 hours. It was later reported that the patient was hospitalized from (B)(6) 2025 due to the event and was ultimately transitioned off remodulin. Remunity remotes (B)(6) were returned to millyard advanced medical products, llc, for investigation on 01-oct-2025. Logs retrieved from remunity remote (B)(6), paired with remunity pump (B)(6), confirmed occlusion-like behavior resulting in an occlusion alarm and an adjust pump attention alarm between (B)(6) 2025. A specific cause for the occlusion-like behavior could not be determined. Logs retrieved from remunity remote (B)(6), paired with remunity pump (B)(6), confirmed occlusion-like behavior resulting in occlusion and adjust pump attention alarms. Cassette problem and pump error alarms were also generated between (B)(6) 2025. A specific cause for these alarms could not be determined. The returned remunity remotes functioned within specification during investigation. No other components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.

Manufacturer narrative:
Infusion site pain and discomfort were reported by the patient, but are not addressed in this report. Infusion sets are required for the use of the remunity pump, but are not manufactured or distributed by millyard advanced medical products, llc, for use with the device.

Event description:
An initial event notification was received by united therapeutics drug safety on 18-aug-2025 from accredo specialty pharmacy and forwarded to millyard advanced medical products, llc, on 19-aug-2025. The patient's spouse reported that remunity pump (B)(6) alarmed to disconnect from the pump. After troubleshooting and restarting the pump, a cassette problem alarm was received. The patient was without remodulin for approximately 1.5 hours. It was later reported that the patient was hospitalized from (B)(6) 2025 due to the event and was ultimately transitioned off remodulin. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.